Event description:
Boston scientific received information that this left ventricular epicardial lead exhibited fluctuating impedances up to twice the original impedance value from implant and loss of capture. It was discovered that the lead body had separated from the head of the lead that connected into the device. A revision procedure was performed. All that could be retrieved of the epicardial lead was the connector as the body of the lead had retracted into the pocket and was unable to be retrieved without disturbing the area too much. A new competitor lead was implanted. The explanted portion of the lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a 25 mm segment of lead was received. Cuts were noted in the insulation at 22 mm and 24-25 mm from the terminal pin. The conductor coils were fractured at the segment's end. Detailed analysis of the lead segment and loose piece of wire was performed using a scanning electron microscope, to evaluate the fracture surfaces. Regions of cyclic fatigue and overload were observed on some fracture surface areas; however, the remaining fracture surface area was covered with mechanical damage.